Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log files provided by the account confirmed low flow hazard alarms; however, a specific cause for these findings could not be conclusively determined through this evaluation. The controller event log file contained relevant data from 17:57:08 on (B)(6) 2020 through 6:31:46 on (B)(6) 2020, per the timestamps. Persistent low flow fault flags were captured on (B)(6) 2020 between 17:57:08 and 20:17:44, due to the estimated flow frequently dropping below the low flow threshold of 2.5 lpm, to 2.4 lpm. These faults resulted in 10 low flow hazard alarms which lasted between 1 and 8 seconds, each. The controller periodic log file contained data, captured at 1-hour intervals, from 14:42:39 on (B)(6) 2020 through 5:41:27 on (B)(6) 2020, per the timestamps. Transient low flow fault flags were captured on (B)(6) 2020 when the estimated flow dropped below the low flow threshold of 2.5 lpm. These faults resulted in low flow hazard alarms on (B)(6) 2020. All of the observed low flow events appeared to be associated with elevated pi values ranging from 10.2-12.7. Despite the observed events in these files, the pump appeared to function as intended. The pump operated at or above the low speed limit for the duration of the files until the driveline was disconnected on (B)(6) 2020. Multiple attempts were made to obtain additional information regarding the observed events; however, no further information was provided by the account. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and no further events have been reported at this time. The hm 3 lvas instructions for use (IFU) state that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Additionally, the hm3 IFU and patient handbook describe all alarm conditions as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient experienced a driveline disconnect.